Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports developing a gap between the top front teeth, tooth next to it (right tooth didn't come up as it should have) and continued wearing the same retainer since it cracked at the bottom. The bottom tooth didn't move over enough, has ill fitting, teeth crooked, and one tooth has cracking. Patient acknowledges receipt of safety notice and is waiting for call back regarding the ongoing issues and states has discontinued use of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.